Event description:
The customer reported the device shut down and alarmed while in normal ventilation operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) confirmed the reported problem. Review of the diagnostic log shows the device shut down due to a depleted backup battery. The customer declined replacement of the backup battery by the fse. The customer to replace the backup battery. The device is pending repair.

Manufacturer narrative:
The user ran the backup battery down to depletion. The customer to replace the backup battery, device pending repair.